Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. At 4:15 am, the patient woke, yelling incoherently, and was disoriented to person, place and time. As the patient was unable to recognize his parents, they took him to the emergency department (ed). At the ed, the patient¿s cgm displayed 125 mg/dl; however, the patient¿s bg per the ed was over 600 mg/dl as the glucometer displayed high. The patient was transported by helicopter to the children¿s hospital, admitted to the intensive care unit (ICU), and treated with IV insulin, potassium, ketamine (for irritability) and other unspecified medications. The patient remained incoherent and disoriented at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.